Event description:
Additional information was received from a consumer. It was reported that regarding circumstances that led to the fall and not feeling stimulation, the patient felt the nerve stimulation a few times a week prior to her fall. She said there was no change in activity prior to the fall, but that she did increase stimulation from 2.95 to 4.00. The doctor had since had her decrease to 3.00. The patient had an appointment with their surgeon who implanted the stim. He suggested that she decrease the program to where it was prior to the fall and that she was burned/bruised (illegible) and swollen and would eventually feel the nerve stimulator periodically again. She reported that she has not, however she had not had any accidents with her fi. The patient said that she had been checking her device and it indicated that it is activated; however, she had yet to feel any nerve stimulation, which she felt prior (once a week at least).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient (con) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she fell on her tailbone and has not been stimulation since. Patient said she has since increased stim but is still not able to feel stimulation. Patient was redirected to have the device checked. No further patient complications are anticipated or expected as a result of this event. No further patient complications are anticipated or expected as a result of this event.